Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door 5.1 not close and caused arcing and sparking on back of station. Field service engineer station was unplugged for safety reasons inspected station found rail bracket that holds ball bearings in place broken off and sitting on top of controller board. Replaced drawer 5 in station to resolve the issue. Checked and confirmed all operations. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed, customer found a spark from back panel. They switched off the station for safety purpose. The customer added that it doesn't affect the patient care and used another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: b5, d1, d5, d9, e2, e3, h2, a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-oct-2022 to 11-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 5.1 was not closed and caused arcing and sparking on back of station. Field service engineer station was unplugged for safety reasons inspected station found rail bracket that holds ball bearings in place broken off and sitting on top of controller board. Replaced drawer 5 in station to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medstation es system drawer was failed, customer found a spark from back panel. They switched off the station for safety purpose. It was noted that there is no thermal damage. The rail bracket that holds ball bearings in place, was broken off and sitting on top of controller board. The customer added that it doesn't affect the patient care and used another station. There were no adverse events or injuries reported based on this event.